Event description:
The reporter that during a surgical procedure, the device took an uneven skin graft. The surgeon elected to take a second graft from the pt. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated upon the reported info.